Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen on the (B)(6) 2016. No additional event or patient information is available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the housing puck. The complaint of a detached sensor wire was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4) if follow-up, what type?: correction, results code, conclusion code.